Event description:
It was reported that the patient presented remotely. Remote transmission showed that the patient's right ventricular (rv) lead exhibited noise oversensing. Programming changes were made to disable the rv lead and device, and the patient was given a life vest for support. The patient was stable.